Manufacturer narrative:
Concomitant medical products: 439888 lead implant date: (B)(6) 2017; dtbb1q1 crt-d implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and possible undersensing with falsely classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.